Event description:
It was reported that an asymptomatic patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. No intervention was performed as the patient will continued to be monitored. The patient was stable.